Event description:
Caller reported that users experienced difficulty passing suction catheter while a 6 dic inner cannula was in use. The inner cannula was replaced without incident. Users reported a narrowed section just distal to the 15mm connector. No patient harm was reported.